Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis patient reported that after removing the cassette at the end of treatment he noted fluid inside the cassette door. The cycler was replaced. Additional information has been requested.

Manufacturer narrative:
Correction: methods, results and conclusion codes. An investigation of the device was conducted by the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. No burrs or sharps in cassette area that may have punctured a cassette membrane. There were no deviations or non-conformance's during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation test, system air leak test, voltage check and the mushroom head check passed. A visual inspection of the returned cycler interior showed sign of dried fluid inside the cassette door, underneath the pump assembly. The cause of the observed dried fluid could not be determined. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.